Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be file.

Event description:
It was reported to boston scientific corporation on september 27, 2020 that an ultraflex esophageal ng distal release covered stent was to be implanted in the esophagus to treat esophageal cancer during a stent implantation procedure performed on (B)(6) 2020. According to the complainant, after the stent was deployed, the stent moved out of its correct position. The stent was removed from the patient with forceps and another ultraflex esophageal stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.